Event description:
It was reported that an occlusion alarm occurred. Reportedly, the alarm was cleared and insulin delivery was resumed. Additionally, it was reported that a cartridge alarm 20 occurred during basal delivery with multiple cartridges. The customer reverted to manual injections for insulin therapy. Customer's blood glucose was approximately 200 mg/dl.